Event description:
Info received, indicates the bed was found to have a high ground resistance reading during a preventive maintenance check.

Manufacturer narrative:
The technician tightened loose connections on the power cord plug to repair the bed.